Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a clinical study that during the implant of this right ventricular (rv) lead and associated system, it was discovered that the patient had a pneumothorax. The clinical site attributed the pneumothorax to be related to the procedure itself, rather than one particular product. No interventions or any corrective actions were needed. The system was successfully implanted. No additional adverse patient effects were reported.